Event description:
Implants were put in in 12/87. They were put in front of the muscle wall. Rptr received yearly mammograms and ultrasounds to make sure there was no leakage. The latest ultrasound in 4/94 showed a rupture of the left implant at the six o'clock position. Removal is scheduled on thursday 9/8/94. Two years after implants were put in rptr developed constant muscle spasms and pain in her upper back and neck which also caused a pinched nerve in her cervical spine which is always sore to this day. One year later she developed a sleep disorder diagnosed as fibromyalgia in which her brain does not emit enough serotonin to put her into a deep sleep cycle during the night. She stays in a mostly lighter rem sleep throughout most of the night. This produces chronic tirediness, muscle pain and forgetfulness. She also has experienced flesh colored skin warts around her chest area. She also experiences dry eyes, breast pain, and the emotional turmoil of having to have her implants removed while she worries about silicone leakage into the tissues of her body and what effects that may produce.